Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported extended charge time was not reproducible in the laboratory. The device's functionality was tested and the charge time was normal. The root cause of the extended charge time could not conclusively be determined.

Event description:
The patient presented to the clinic after a vibration alert for charge time limit reached. Another capacitor maintenance was performed and the charge time was down. It was later reported that the patient was seen aga in at the clinic, and charge time was high. The physician decided to explant and replace the device. The procedure date is unknown at this time.